Event description:
No additional information.

Manufacturer narrative:
Photo received for investigation. Through visual inspection, syringes are displayed, no issues can be observed. Physical samples are required to further analyze and evaluate. A device history review was performed for reported lot 1323936, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. Retention samples were evaluated, no defects or issues observed. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Event description:
It was reported that the bd syringe 10ml s/t 40mm 8dmm nbs barrel cracked. The following information was provided by the initial reporter translated from spanish to english: along with greeting, the reason for this email is to inform of difficulties presented with the bd plastipak 10 cc syringes with lot number 1323936, date of manufacture 2021-12. 1.when I was on duty a few days ago, it was difficult for me to handle this model of syringes, because although the plunger slides smoothly in the direction of the plunger, when it reaches approximately 5 ml, a change in pressure is perceived and makes it difficult to move forward, or when it comes to being able to load a medication and then extract air that is at the level of the pibot, it is difficult to manipulate the plunger and it makes it difficult to manipulate the plunger. A "trickle" of the product comes out instead of a drop. 2.when I expressed the problem with some clinical nurses, I was told that they found the syringe to be very rigid and that they had difficulty moving the plunger towards the pibote. 3.in addition, I was presented with an opportunity to fail the product, since when taking a sample from the arterial line the syringe was broken and the blood came out of the side, I did not save the sample for later evaluation.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.